Event description:
It was reported that the implant in site 19 was removed due to fractured implant screw. Patient will return to have new implant placed in.

Manufacturer narrative:
Zimvie complaint number (B)(4). D1: brand name unknown / not provided d4: catalog # unknown / not provided d4: lot/serial # unknown / not provided d4: device expiration date unknown / not provided d4: device UDI number unknown / not provided e1: last name unknown / not provided g4: PMA/510(k) number unknown / not provided h4: device manufacturer date unknown / not provided h11: d10 - medical product - osseotite® tapered certain® prevail® implant 6/5 x 11.5 mm catalog #: xiitp6511 lot #: 2021020719.